Manufacturer narrative:
Batch review performed on 21 may 2021: lot 2007164: (B)(4) items manufactured and released on 12-oct-2020. Expiration date: 2025-09-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Clinical evaluation performed by medacta medical affairs department: few months after cementless total hip arthroplasty, the patient reported pain due to a periprosthetic femoral fracture. During rehabilitation period, a sudden movement on a weakened bone due to normal femoral preparation may favour the occurrence of early fracture. There is no reason to suspect a faulty device.

Event description:
2 months after the primary, periprosthetic femoral fracture. Stem and head successfully revised.